Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted power button and ac light on keypad unresponsive; front case with keypad replaced. Software version as found 9.33.1; as left 9.33.1. A review of the device history record showed the device had a manufacture date of 08/13/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (ac & power button). There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1120033 pcu unresponsive keys

Event description:
It was reported by the customer "keypad". There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/13/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The investigation is still pending, please complete the supplemental with teco date xx/xx/xxxx. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported by the customer "keypad". There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/13/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer "keypad". There was no additional information provided and no patient involvement.